Manufacturer narrative:
Pump received with blank display due to b1/ib broken solder joint. Unable to perform the functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 132 mg/dl. Troubleshooting was done, however the issue was not resolved. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.